Event description:
Patient's wife called stating the pump was beeping and saying "end". The infusion was completed in approximately 72 hours instead of 168 hours per the patient's wife. According to the patient's wife, there was no patient injury which was confirmed by the doctors office in a call. The pump was reportedly programmed to infuse 2ml per hour. Walkmed followed the event with a call to the doctor's office. The nurse stated the pump was programmed improperly and there was no pump malfunction.